Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported gas sensor in the room went off. Gas leak is possible. Additional information has been requested.

Manufacturer narrative:
At the visit on site, no gas leak was detected. The field service engineer tightened the gas tube (low pressure side) at laser head and replaced gas regulator as a preventative measure. The system was successfully verified according to company specifications. The root cause cannot be determined conclusively. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, it was reported that gas alarms so far have only gone off in between surgical days. No patients or staff were in the suite when the gas alarms alerted. Site thinks leak was so slight that the in and out was enough air exchange to not trip the sensors but after a day or two of no movement the buildup was then enough to set off the alarms.